Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Abbott will continue to trend the performance of these devices.

Event description:
It was reported a mitraclip procedure was to be performed. During system preparation (the steerable guide catheter (sgc) and dilator), physicians experienced failure in flushing the dilator. There was no connection between the flush port and dilator. They tried inserting a guidewire to see if the guide could cross the hemostatic valve, but failed. The device was not used.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was to be performed. During system preparation (the steerable guide catheter (sgc) and dilator), physicians experienced failure in flushing the dilator. There was no connection between the flush port and dilator. They tried inserting a guidewire to see if the guide could cross the hemostatic valve, but failed. The device was not used.